Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports that missing data in the reports, sensor data was missing. Troubleshooting was not performed, the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue the use of the application and device will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that user was not able to view the sensor information even though they have uploaded the data to carelink application. Complaint summary: helpline support team reported that user was not able to view the sensor information even though they have uploaded the data to carelink application. Investigation/testing summary: an attempt was made to reproduce the issue , by viewing the user information in carelink support application and confirmed that issue was reproducible. Tried to validate the data uploaded from carelink database and observed that we see that there were multiple data uploads made on 4th july in which one of the upload which has data from 29th jun till 1st july was showing failure during upload. Due to which the reports are not showing the data. Currently we do not have fix for this issues. To assist with the resolution of this issue , requested user to provide the below information. Requested for the type of reports and date range to generate the reports manually from our end the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is due to failure in one of the data uploads on 4th july analysis summary: provided the reports requested by the helpline support team for the user with the provided date range. Requested helpline if any additional information is required , as we were unable to obtain a response closing the ticket. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.